Event description:
A report was received that the patient's device was no longer working and was experiencing discomfort at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the original leads adjusted and anchors were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's device was no longer working and was experiencing discomfort at the ipg site. The patient will undergo a revision procedure.